Manufacturer narrative:
Event date: (B)(6) 2016, (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring issues were observed with an intravia bag. The reporter stated that the flap in the membrane port would get dislodged when spiking and would go into the solution. The bag contained 500mg ranitidine in 200ml normal saline 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. There was an unknown set attached to the device and the device had a clear solution inside. Visual inspection noted white particulate matter floating inside. During further evaluation of the device and to the spike, it was discovered that the spike used had a mark on the sharp part. Using a magnifier it was observed that the mark is apparently a detachment of a flash. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.